Event description:
Patient undergoing a laparoscopic cholecystectomy. During the procedure the surgeon noted that the ligaclip applier was not reloading consistently. When it did reload, it would then misfire. A second device was used without incident. It is unknown if it was the same or different lot number.